Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services (ts) indicated that device data was required to determine the cause and recommended device replacement. This pacemaker was subsequently explanted and was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.